Event description:
It was reported leads were removed due to infection. Follow up reported the entire system was explanted due to infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_ext: product type: extension. Product ID 3389s-40: lot# v713591, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID 3389s-40, lot# v713591, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. (B)(4).